Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative inspected the imaging system on-site. On 11/15/2016 - the imaging system failed to complete boot up. The x-ray generator did not become ready. Troubleshot the imaging system and mobile view station (mvs) config files, which tested normally. Found the pleora and paxscan were not being powered at startup. Checked back from the paxscan to the generator interface control to the isolated standalone board. There was no output from this board. Ordered a replacement, will install. On 11/17/2016 - the imaging system would not complete startup. The generator would not start. The paxscan and pleora did not have power, and f4 was open. The x ray solid state relay (ssr) shorted output. Replaced the isolated standalone kit, including the x-ray ssr and f4. Issue resolved. No parts have been received back to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to advance past the message "initializing, please wait". The system was rebooted 4 times without resolution. The system was then removed from around the patient and the procedure was completed with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. No adverse affect on the patient was reported.

Manufacturer narrative:
The suspect standalone relay was returned to the manufacturer for evaluation. Testing found that there was an open between two inputs. One fuse failed testing within the relay.